Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that they never received a tape kit in the mail and was having high blood glucose levels for over a month and a half. Customer thinks high blood glucose levels were due to infusion set, reported irritated site and that their blood glucose levels do not decrease after bolus delivery. Customer reported having to give manual injections to get readings to decrease. The customer's blood glucose level was 397 mg/dl the night before the call and was 444 mg/dl when they woke up. The customer declined to perform the high pressure test. The customer called back an hour later and their blood glucose levels went up to 500 and 565 mg/dl after the insulin pump delivered 19 units of insulin. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.